Event description:
Two external quality control samples gave high ck-mb values as compared to expected values. On (B)(6) 2007, sample gave value of 2.1 ng/ml. Expected value of sample if 1.41 ng/ml. On (B)(6) 2007, a different external quality control sample gave value of 3.7 ng/ml, expected value of sample is 3.0 ng/ml. No sample material or additional data are available for investigation, therefore the investigation unit was unable to verify the customer complaint.